Event description:
It was reported to boston scientific corporation in 2005, that a resolution clip device was used to resolve a polypectomy bleed in the colon on the same day, (patient age, gender and weight unknown). According to the complainant, during the procedure after the clip was deployed there was some metal left behind. The metal object was suctioned out of the patient by the physician. It was reported that the patient's anatomy was tortuous. No further information is available on the appearance of the metal object that was removed. The procedure was successfully completed with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.